Event description:
Anesthesia resident had set the IV pump to a specific rate. The patient's blood pressure was in the 200 range when they looked over and realized that although a specific rate was chosen the IV pump was running on free flow, over medicating the patient and therefore raising the blood pressure. The pump was taken out of circulation and taken to csd for repair. There was no patient harm and no intervention was required.